Event description:
A 5 yr old pt was in ER for suture of lacerated scalp. Dr decided to utilize this staple instead of sutures. The staple gun jammed and 2 people had to hold down the child, screaming and now bleeding, while the dr pried the jammed staple gun off the child's head with a pair of surgical scissors. Pt and father very upset. Father works for a co who makes parts for MFR of stapler. Father apparently took the device home.